Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. While ablation with a tacticath quartz ablation catheter at the superior level of the ridge between the left superior pulmonary vein and the left atrial appendage, a steam pop occurred. A echocardiogram was performed, which revealed no immediate pericardial effusion. Approximately 40 minutes later, the patient became hypotensive, oxygen saturation decreased, and a reduction in cardiac motion was evident on fluoroscopy. The patient was treated with vasopressors and an echocardiogram revealed a pericardial effusion; therefore, heparin was reversed and a pericardiocentesis was performed, which stabilized the patient. The patient recovered without sequelae and was discharged home. There were no performance issues with any sjm device.